Event description:
It was reported that patient presented in emergency room after receiving inappropriate shock. It was noted that supraventricular tachycardia discriminators (svt) were turned off, implantable cardiac defibrillator (ICD) exhibited incorrect interpretation of signal and delivered inappropriate shock. Programming changes were made. Patient condition was stable.